Event description:
The customer reported incomplete test results (non-numeric result) for the hemoglobin parameter when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found the hemoglobin cuvette clouded with buildup. The fse removed and cleaned out the cuvette, and aligned the hemoglobin photometer from 0.48vdc to 0.59. He ran system check and blank and read good. (B)(4).